Event description:
It was reported that a patient underwent a uterine myomectomy procedure on (B)(6) 2013 and suture was used for knotted suturing at the abdominal wall. After the procedure on (B)(6) 2013, the patient complained of abdominal pain. Blood was tested, c-reactive protein was not high, but eosinophil value was high. The surgeon suspected that it may be allergic reaction to the suture used for closing the abdominal wall. An anti-allergic agent and pain medications were administered. The surgeon also noted the patient had fascia bloating. Currently, the patient is still in the hospital.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4).

Manufacturer narrative:
Date sent to the FDA: 12/4/2013.additional information:gc2046 mfg date: 03/01/2013, exp date: 01/31/2018.gc2497 mfg date: 03/01/2013, exp date: 01/31/2018.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.